Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. It was reported that the insulin pump had recurring stuck button alarm. The customer had experienced low blood glucose event with 2.4 mmol/l. Customer tried to insert a new battery but issue persisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having keypad unresponsive alarm on event date of 24-dec-2021. Tested with a test p-cap and the test p-cap locked in place properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement, self test and keypad voltage test. All buttons function properly. No stuck button alarm noted during testing. Stuck button alarm listed in pump history at 12/24/2021 09:13:30.000. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found evidence moisture damage on pcb1 and pcb2. Moisture damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, pillowing keypad overlay, cracked battery tube case, corroded battery tube, corroded motor home switch. Unresponsive keypad was confirmed. No stuck button error alarms noted during testing and verified pump alarmed stuck button on 12/24/2021 09:13:30.000 in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.